Manufacturer narrative:
Device analysis for lead (B)(4) revealed the lead body conductor was broken at the injex anchor site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3877-45, lot# 206959328, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient's health care provider (hcp) reported the patient experienced loss of stimulation and jilting when moving. High impedances of >10,000 were noticed on all electrodes. No troubleshooting was performed. The lead was defective and explanted. The issue was resolved at the time of this report. The hcp had no further information. If additional information is received, a follow up report will be sent.